Manufacturer narrative:
This intra- aortic balloon pump was evaluated by a company representative.

Event description:
A customer reported that the cs300 intra-aortic balloon pump (iabp) did not power up along with the screen exhibiting flickering. It is unknown under what circumstances this incident occurred. However, there was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp, and reproduced the reported issue "iabp would not power up" on ac or battery power. The fse found the 10 amp and 30 amp fuses in power supply were blown and replaced. The fan turned on and screen flashed. The fse replaced the defective solenoid driver board. All functional and safety tests were performed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
A customer reported that the cs300 intra-aortic balloon pump (iabp) did not power up along with the screen exhibiting flickering. It is unknown under what circumstances this incident occurred. However, there was no patient involvement or adverse event reported.